Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation and a visual examination was performed. Device evaluation confirmed the reported condition of a malformed reservoir. The root cause was determined to be a manufacturing defect. The device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor device had a malformed reservoir during filling. The device was being filled with 24 milliliters fentanyl citrate and 74 milliliters saline when it was observed that reservoir was malformed. Device evaluation determined that the reservoir had ruptured. There was no patient involvement. No additional information is available at this time.